Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to use error, there was a clamp on the organizer that was open. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow-up report will be filed.

Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice during use. The patient was connected. The baxter technical service representative (tsr) had the patient perform multiple troubleshooting steps. The patient stated there was a clamp on the organizer that was open. The tsr explained the alarm to the patient and explained the proper set up procedures. The tsr assisted the patient with cycling the power off and on to clear the se 2240 and resultant se 2367. The patient would finish their drain with a manual bag. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported se 2240. The rn stated they were aware of the alarm and had reviewed proper procedures with the patient. Rn stated the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported.